Manufacturer narrative:
The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional summary: an empty opened foil, a needle/suture piece and a empty labeled winding former of product were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected, the suture was received dispensed, used and with body fluids. The end of the suture present damaged (cut) appears to be by use of a surgical instrument. The product contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Per the condition of the sample received, the assignable cause of the performance breakage suture suggest an improper handling and the reported complaint was confirmed by an external cause.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an episiotomy repair procedure in 2019 and the suture was used. During an episiotomy repair on the knot tightening stage, the suture breakage occurred. Two pieces of broken suture were the part that was torn from the needle to the point of tear and the part where the suture was torn to the part where the suture was cut by the surgeon. Another like suture was used to close the tissue. There were no patient consequences reported.